Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery. The blood glucose level was 28 mmol/l at the time of incident. The current blood glucose was 28 mmol/l. The customer also had high blood glucose. The other relevant blood glucose level was 32 mmol/l, 30 mmol/l, 18 mmol/l. The customer experienced the symptoms such as vomiting, feeling unwell and throwing up. The customer treated with insulin pump. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The customer also stated that they did not receive bolus. The product will return for the analysis.